Manufacturer narrative:
Five opened and used sensors were inspected and a bicarbonate buffer test was performed. Two of the sensors failed per specification. The first sensor failed due to the needle being bent inside of the sensor base. The second sensor failed due to low readings. The three remaining sensors passed per specification with accurate readings. All sensor cannulas were bent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having issues with his sensors. He received a calibration and sensor errors on the second day of the sensor. He changed the insertion site and two days later, he received calibration and sensor errors again. He kept the sensor in and an hour later, his insulin pump went into threshold suspend mode. When he checked his blood glucose, it was one hundred and fifty points off from his actual blood glucose. Customer also reported issues with the transmitter not blinking when attached to the sensor and the serter pulling the sensor out upon insertion. Customer was advised of proper sensor calibration and insertions methods. He was advised to monitor the issue and call back when needed. Customer's last blood glucose was 172 mg/dl. Nothing further reported.